Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height drawers on both main and auxiliary failed due to the faulty rails. A field service engineer replaced the faulty rails to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was jammed. The customer had tried to reboot the station and was unable to recover it. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.